Event description:
It was reported by the customer that on (B)(6) 2010, three inches of the fiber tip broke off at 24,292 joules. Also, it was reported that the fiber tip was retrieved. No patient injury was reported. The device was not returned for evaluation.